Event description:
The customer reported to olympus during preparation for use, a b30(scope communication error) displayed on the evis exera iii xenon light source. There was no delay reported. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The evaluation uncovered front panel was cracked, the lamp is non- olympus on 200 hours, minor corrosion near the front panel and software version 1.03. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the b30 error could not be identified, nor could the phenomenon be duplicated/confirmed. However, it¿s possible the cause is related to dust, water scale, or dirt temporarily adhering to the electrical contacts of the scope and the connector part of the subject device. Olympus will continue to monitor field performance for this device.